Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the shipping information was provided; however, the subject device was not made available to the designated complaint unit and thus a physical product evaluation could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the disposable plating inspection procedure found that the material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A clinical review states that there were no clinical factors found which would have definitively contributed to the event. The root cause of the reported event could not be determined since the device was not received for evaluation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is received at a future date, this investigation will be reopened for evaluation. H11: corrected information in h6 (health effect - impact code).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a left shoulder scope, three radius blades were flaking off metal shavings inside the patient where the external sheath of the shaver and the internal sheath were rubbing together. The metal flakes were retrieved by suction. The procedure was completed with a s+n back-up device. No delay was reported, and no patient injury or other complications were reported.